Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient began treatment with vancomycin (dose, frequency, route, and duration were unknown) and levaquin (dose, frequency, route, and duration were unknown) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. Treatment with vancomycin and levaquin were ongoing. It was not reported if the patient was retrained in aseptic technique. No additional information is available.